Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several pause episodes due to undersensing were observed on merlin.net transmission. Recommended programming changes will be discussed with the physician and patient will be scheduled for in-clinic visit. Patient reported no symptoms during these episodes.